Event description:
Additional information received from the consumer reported the circumstances that led to the therapy not working was the communicator not starting up. The consumer spoke to the manufacturer¿s representative (rep) who told them how to reset the communicator which resolved the problem.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products:¿ product ID: b35200, serial# (B)(4), implanted: (B)(6) 2021, product type: implantable neurosti mulator. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The caller reported that the therapy was not working very well. The stated that the event date was "shortly after the second implant." The caller explained that the therapy was initially indicated for the patient's right hand, which it helped with. Then the patient's left hand was not doing too well, so the patient's doctor decided to implant an ins to help control the shaking of the patient's left hand. The caller stated that as soon as the doctor implanted the ins to help the patient's left hand, they noticed that the therapy for their right hand stopped working. The caller mentioned that the patient's doctor told them that they thought the vibration from when they drilled the burr hole for the second implant may have shifted the "probe," but a CT scan showed that the "probe" was in place. The caller stated that the patient's doctor initially had the patient programmer set up so the patient could adjust the voltage. The caller said they adjusted the voltage up and down, but nothing worked. Then, the caller said the patient's doctor changed it so the patient could adjust the frequency. The caller stated that the patient has two groups for the ins labeled 'left chest' (for patient's right hand): group a with frequency ranging from 155 to 185, and group b with frequency ranging from 185 to 215. At one point, the caller said the patient had group a set to a frequency of 170 and it worked beautifully for a day or two, but then it stopped working. The caller said it "kind of worked" when they adjusted the frequency of group a, and they ended up setting the frequency back to 170. The caller then stated that the therapy works much better for the patient's left hand than it does for their right hand, noting that they rarely adjust settings for the patient's left hand. Regarding the settings for the patient's left hand, the caller stated that they bounce back and forth between 3.5 and 3.8, noting that those settings calm the left hand better than the right hand, and the settings for the left hand last a lot longer than they do for the right hand. Despite the patient have trouble finding therapy settings that work well for them, the caller stated that the therapy does make a difference when turned on versus being turned off. The caller mentioned that the patient's hands are a "disaster" when therapy is turned off. However, the caller stated that even with therapy turned on the patient cannot really write, cannot sign their name well, cannot cook, and has trouble eating because their hand shakes so bad. The caller stated that the patient's doctor was aware of the issue and tried everything they could to help the patient, but nothing seemed to work. The caller said the patient's doctor likened the ineffectiveness of the therapy to habituation. The caller said the patient's doctor defined habituation as the brain getting used to the stimulation and ignoring it. The caller mentioned that the patient's doctor told them there is a habituation study in toronto that the doctor wants the patient to participate in once it comes to rochester, ny. The caller stated that the patient's next appointment with their managing doctor will be in 5 or 6 months. The caller was redirected to the patient's healthcare provider to further address the issue. The caller indicated that they were interested in a second opinion since the patient's managing doctor was "stumped," so agent emailed the caller physician listings.